Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported trial patient was in a lot of pain, was medicated, and was tired. They slept most of the afternoon after the procedure. The patient stated that it was hard to get up and down on their own from the sofa and needed help using the restroom. The patient had a urinary tract infection (uti) at the time of report and was on a "three day medication" from their doctor for the issue. They mentioned that they had a hard time getting the urine started and would take about 10 minutes. It was noted the first times the patient fully emptied but then the last few times they did not feel they were fully emptying and would have to go back soon after voiding. The trial patient also had pain in the back and was unable to wear panties at this time. On (B)(6) 2017, it was reported the patient slept/laid on the couch all day and was in pain. They were unable to wear underwear due to the bandage. The patient also mentioned there had been about 4 times where they were unable to void but felt the urge to do so. They again reported they had a uti. Additional information received reported the patient was not feeling well and had been sneezing which caused them leak. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as "alive no injury" there were no further complications reported or anticipated.